Manufacturer narrative:
On 08-dec-2023 the field service engineer (fse) fixed the split vacuum tubes on the rinse stations and replaced the check valves and detergent valves. The fse replaced the gear pump head, cleaned and adjusted the sample probes, performed adjustments, cleaned the ultrasonic mixers, and inspected various instrument parts. On 11-dec-2023 the fse performed a hardware check with passing results. Calibration and qc were acceptable. The system was operating correctly. The service actions resolved the issue.

Manufacturer narrative:
The ca2 and ua2 reagent lot numbers with expiration dates were not provided. The sample probe was replaced on (B)(6) 2023. On (B)(6) 2023 the field service engineer (fse) found split tubing on two rinse stations. The fse refitted the tubing. The fse identified blocked detergent valves and a leak on check valves. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for either ua2 or ca2 on a cobas 8000 c 702 module. Patient 1 initial ca2 result was 1.83 mmol/l. The repeat result was 2.33 mmol/l. Patient 2 initial ua2 result was <12 umol/l. The repeat result was 434 umol/l. Patient 3 initial ca2 result was 1.78 mmol/l. The repeat result was 2.24 mmol/l.